Event description:
A distributor in another country, reported that a box of mr250 humification chambers had cracks on the top of the chamber dome.

Manufacturer narrative:
The mr250 humidification chambers are expected to be sent back to fisher & paykel healthcare. There is no info to date. Results - no eval has been done pending the return of these devices. Our records indicate that no other complaints of this nature have been received for the given lot number. Conclusions - info is insufficient at this time to make a conclusion.